Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). A 2.75mm x 16mm promus element plus stent was advanced but was not able to cross through the proximal rca. Several attempts were performed for the device to cross the target lesion. However, the distal part of the stent was damaged and got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were misaligned and pushed proximally. This type of damage is consistent with the stent meeting resistance upon advancement. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). A 2.75mm x 16mm promus element¿ plus stent was advanced but was not able to cross through the proximal rca. Several attempts were performed for the device to cross the target lesion. However, the distal part of the stent was damaged and got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.